Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is beeping nonstop. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There were notable upstream and downstream occlusion alarms found in the event history log. Visual and functional tests were performed, which found the cause of the problem to be a defective mainboard and a damaged latch lock flex sensor. The mainboard and latch lock flex sensor were replaced to fix the issue.

Event description:
There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Updated section a. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Correction to previous supplemental report (3012307300-2024-13827): aware date for receipt of additional information is 03-feb-2025.